Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message occurred. The sensor was inserted into the arm on (B)(6) 2021. It was indicated that an alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of a new sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.